Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created due to additional information received. See b5: describe event or problem.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd) issue. The device battery longevity went from five years to 3.5 years remaining in a span of four months. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device longevity appears to be depleting normally based on the device programming and duration. It was indicated that the patient had radiotherapy session, hence there may be frequent telemetry and programming changes. The recommendation was to keep normal follow-up with labeling. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd) issue. The device battery longevity went from five years to 3.5 years remaining in a span of four months. To date, the device remains in service. No adverse patient effects were reported.